Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Per customer statement, the monitron ii device, used in conjunction with the vdr ventilator device, screen froze while in use. As there was a malfunction to the vdr/monitron ii device that may lead to uncertainty of ventilation and as a result, may interrupt the ventilation support, this MDR is being filed. It was determined the screen freeze was due to a electronics problem as well as faulty software. The correction made to the device was the replacement of the pal chip, as well as reverting back to the previous software version. These components were corrected and confirmed to be working appropriately within the systems. At this time, no additional information has been received on this incident or patient. A follow up MDR will be submitted if additional information is received.

Event description:
Per customer complaint, the monitron display was in use with a vdr ventilator and the screen froze. This malfunction took place while in use on a patient. No patient harm or injury reported by the customer.